Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix entends and retracts within product specification. It was also noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, it was not possible to unscrew the helix after positioning. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.